Event description:
It was reported that during a cardiopulmonary bypass procedure the pump stopped. The clinician was unable to restart the pump. The tubing was transferred to a back up pump and the procedure was continued without further incident. No pt injury.